Event description:
The customer reported that the sys would lock-up when trying to play back cine runs. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The hard drive and cine drive were reformed and the sys software was reloaded. The sys was then found to be operating as intended.